Event description:
It was reported that (1) er220 was used during a lap chole procedure. It was reported by the rep that the er220 would not clip completely. The product was replaced with another er220 and the case was completed as normal. There was no consequence to patient.